Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that two to three weeks after implant, the patient was infected. The patient noted she was being administered both oral and IV antibiotics at the time of report. The patient reported their healthcare provider (hcp) had told them that if the infection continued to remain that he was ¿going to remove the entire system because of it.¿ it was noted the patient did not want her system removed however, ¿because it helped with her pain.¿ a supplemental report will be filed if additional information is received.

Event description:
The patient further reported that she was seeing an infection specialist. The physician stated she would most likely need the device and wires removed. The patient had an appointment approximately mid (B)(6) in which blood would be drawn and a decision about removal would be made. The patient continued to be on 2 antibiotics - 500 mg keflex twice daily as well as another unknown one 100 mg three times daily. The patient stated that the reason why she was having trouble clearing the infection and healing was because she had gestational diabetes that was diagnosed the year prior during her 8th month of pregnancy. The diabetes did not go away after delivery. Additional information about the final outcome was requested, if received a follow up report will be sent.